Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. This cardiac resynchronization therapy pacemaker (crt-p) was then moved to the left pectoral region and remains active. Currently, this device is connected to two leads implanted in the left ventricle, but connected to the right ventricle and right atrial ports of the device. There were no additional adverse effects reported.